Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-02837 and 3005099803-2023-02838 for the associated device information. It was reported to boston scientific corporation on may 11, 2023 that two wallflex fully covered biliary stents were to be implanted in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy, stone removal, and stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous. During the procedure, the first wallflex biliary stent (the subject of this report) was deployed; however, there was difficulty in removing the delivery system. Subsequently, the stent and the guidewire were removed along with the delivery system. A second wallflex biliary stent (the subject of MFR. Report # 3005099803-2023-02838) was deployed; however, the same problem occurred. The procedure was cancelled and was rescheduled on (B)(6) 2023 due to device availability. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.